Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 2426-0500 batch number#: 22013324 & 22123245 it was reported by customer that 3 tubing is discolored. 2 are lot # 22013324, 1 is lot # 22123245, 1 tubing is dirty by spike. Lot # 24013256 no patient harm verbatim#: anesthesia brought me 4 examples of tubing. 3 tubing is discolored. 2 are lot # 22013324, 1 is lot # 22123245 1 tubing is dirty by spike. Lot # 24013256.

Event description:
Material#: 2426-0500 batch number#: 22013324 & 22123245 it was reported by customer that 3 tubing is discolored. 2 are lot # 22013324, 1 is lot # 22123245, 1 tubing is dirty by spike. Lot # 24013256 verbatim#: anesthesia brought me 4 examples of tubing. 3 tubing is discolored. 2 are lot # 22013324, 1 is lot # 22123245 1 tubing is dirty by spike. Lot # 24013256 response: there was no harm, injury, complication or neg outcome. It was noticed by the crna or anesthesiologist prior to admin.

Manufacturer narrative:
The customer reported dirt by spike and returned one unused sample. The set was visually examined, and the complaint was verified by a red/brown streak on the spike. Foreign matter testing was done by the supplier of the spike, after the sample was sent out. The supplier has quality checks in place during production that for this material and lot found no issues or records of surface dirtiness. The origin of the red/brown streaks and the root cause of them were not able to be found. Root cause is unknown.